Event description:
It was reported by customer's daughter that customer is hospitalized due to high blood glucose. The current blood glucose reading is 237 mg/dl. The blood glucose reading at the time of the event was over 650 mg/dl. The site came out and it was replaced. Diagnosis was diabetic ketoacidosis. Customer was treated with insulin drip. During troubleshooting, time and date correct. Programming is correct. Manual prime is correct, insulin exits the tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.